Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective therapy as the l3 lead was exhibiting high impedances. Programming was unable to solve the issue. As such surgical intervention took place wherein the l3 lead was explanted and replaced with a new lead. Post procedure effective therapy was restored.